Event description:
It was reported via repair work order that the cot dropped with a patient on it. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.